Manufacturer narrative:
This device is not distributed in us. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the cmos/led signal wire fluid damage. Based on the result, we concluded that it was caused, due to the fluid damage from the cmos/led signal wire. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).